Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. Investigation summary: investigation flow- damage. Visual inspection: the complaint device drill bit (product code: 03.010.061, lot number: 8392608) was returned to cq west chester for investigation. The drill bit was broken and the broken piece was not in the returned bad. The drill bit was stripped as well. Device/defect was identified. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the drill bit was found damaged during visual inspection; hence the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part: 03.010.061, lot: 8392608, manufacturing site: (B)(4), release to warehouse date: 30 april 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that devices are received as blind unit those are not associated with a complaint. This complaint was created to analyze. There was no procedure and patient involvement reported. This complaint involves six (6) devices. This report is for (1) 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 2 of 3 for complaint (B)(4).